Event description:
The customer reported that he had some alarm problems. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that he had some alarm problems. No pt harm was reported. As a result of the insufficient info, a philips technical support tech contacted the customer to clarify the problem. The customer wanted to know why the device did not sound again if the pt goes back up within the normal limits then goes back down again within the alarm limits. The device labeling/instructions for use (IFU) adequately describes the alarm repeater (repeat alarm): when an alarm (red and yellow, there is no alarm repeater for the technical alarms) has been discharged using the silence button and if the cause of the alarm persists (after an interval of 2 or 3 minutes according to the settings), the system behaves in the following way, according to the settings of the alarm repeater: if the alarm repeater is configured on: deactivate: no alarm repeater. If the alarm repeater function is configured on your monitor, an audio repeater of the alarm conditions remains active after you have validated the alarm. This repeater can take two forms: active: repetition of the alarm tone for a limited time, tone snooze (3 beep) + alarm led. Re-alarm (alarm repeater): unlimited repetition of the alarm sound after an interval of 2 or 3 minutes (identical then has new alarm). Alarm tone continues (alarm tone normal as for a new alar) + alarm indicator light. The customer was not aware of this mode, please note that this issue was a misunderstanding of the customer and presents no product failure. Additionally, the product labeling (m2, m3 and m4 monitor m3046a measurement server m3000a measurement server extensions m3015a and m3016a, instructions for use, part number m3046-9260d, page 35) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter would exclude the device from being used in monitoring patients and would not cause a safety risk. Please note that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. No further investigation or action is warranted.